Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after an interventional procedure, arteriotomy closure of the left common femoral artery was achieved using a perclose proglide device. Reportedly, although the device was successfully deployed and achieved hemostasis, later in the day it was found that the blood flow to the leg was restricted. A surgical cutdown was performed, the vessel was surgically repaired, and hemostasis was achieved surgically. It was not confirmed whether the restricted blood flow was caused from the use of the proglide device. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.